Manufacturer narrative:
(B)(4). Batch # n5374v. The analysis results showed that the cs40b device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: on this firing, did the device staple? --- no information. If the device fired, was the staple line complete? --- no information. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? --- no information.

Event description:
It was reported that during an open anterior resection, the target tissue was uncut at all at firing on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient.